Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced discomfort due to a malfunction with the inflatable penile prosthesis pump. The pump, intermittently, would not fill when activated. The pump would sometimes fill after pressing the deactivation button. The patient may have a revision surgery in the future.